Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the back. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The length of soft cannula was observed to be within specification. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.